Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that the instrument had no power, but the un-interruptable power supply (ups) was on and its cables were all connected. The customer tried to reboot the instrument, but it did not power up. The customer stated no other instruments lost power. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the main alternating current (ac) inlet assembly. The cse observed the ac inlet was melted. The cse then inspected the analyzer, installed grounding wire and started the instrument. The cse then ran daily cleaning procedure and the customer ran quality controls. The cause of the instrument's loss of power is due to a damaged ac inlet assembly. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A customer reported that their advia centaur instrument lost power during operation. It is unknown if patient samples were impacted due to the instrument losing power. There are no known reports of patient intervention or adverse health consequences due to the instrument powering down during operation.